Event description:
Material no.: 260407; batch no.: 0149024. It was reported that the wand caused scratches on the user's arm during cleaning. Cs0035234 / 2020-0178818 / 2020-0178837 / 2020bdn00252 / rpt47570. Per email: I have emailing to let you know that a donor developed scratches on their arm following cleaning with a chloraprep wand: chloraprep wand batch 0149024. Expiry 05/23. The wand is not available to be returned as it was disposed due to contamination.

Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue. No additional information was provided by (B)(6). Propharma did reach out to obtain with no success. A root caused can not be defined. Master production records were reviewed for lot 0149024 and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. No further actions are required at this time. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 260407 ; batch no.: 0149024. It was reported that the wand caused scratches on the user's arm during cleaning. (B)(4). Per email: I have emailing to let you know that a donor developed scratches on their arm following cleaning with a chloraprep wand: chloraprep wand batch 0149024. Expiry 05/23. The wand is not available to be returned as it was disposed due to contamination.